Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxi 800 access immunoassay analyzer generated an erroneous thyroid stimulating hormone result, within the normal reference range, for one patient. The result was discordant to two alternate methods which produced results above the normal reference ranges. The erroneous result was reported out of the laboratory, but it is unknown if there was any changes to the patient treatment. The cause of the event is unknown.

Manufacturer narrative:
Information regarding sample collection and preparation, qc, and system information has not been provided. The sample is no longer available for further investigation.